Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 30mm amplatzer cribriform occluder was selected for implant. During the procedure, the occluder was deployed inside the patient and deformation was observed. The device was not released and removed from the patient. A new 30mm amplatzer cribriform occluder was successfully implanted. The physician alleged a clinically significant prolonged procedure time due to the exchange. The patient is reported to be in stable condition.

Manufacturer narrative:
The reported event of a deformed, bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. A photo was received from the field showing the distal disc had deployed deformed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures